Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned for analysis. Primary analysis revealed no anomalies. Additionally there was blood/body fluid on proximal conductor (no obstruction), insulation breach cut, and apparent explant damage noted on analysis.